Event description:
End user reported that was driving on a flat surface at the top of an incline. When the end user pushed the throttle lever in halfway to make the scooter move forward, the end user claims the scooter went into neutral. The unit then rolled backwards down the incline and the end user and unit fell over at the bottom of the incline. Degree of incline is not known. End user sustained bruises on the end user's right side, sprained left wrist and dislocated right shoulder.